Event description:
It was reported the patient experienced a shocking or jolting sensation. When the patient increased stimulation he got the same shocking sensation up his leg as up his arm. The event only occurred when he turned up the amplitude. Four days later the patient's device was reprogrammed by a manufacturer's representative. There were no out of range impedances. The patient was receiving good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37092, lot# 253500001, implanted: (B)(6) 2010. Product type: accessory. (B)(4).